Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on 22-may-2018: information from pfs and mr: new reporters added. Patient¿s demographics added. Product lot number added. New events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), dental problems, dysmenorrhea (cramping), vaginal discharge, weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general),"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (batch no. 709955,709956) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, bipolar disorder, post-traumatic stress disorder, smoker, mood swings, multigravida, parity 4, c-section, vaginitis, ovarian cyst, chlamydial infection, gonorrhea and constipation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and paracetamol (tylenol) from june 2010 to april 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 7 months 5 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage was resolving and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, female sexual dysfunction, hypersensitivity, depression, anxiety and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the (B)(4), left and right side- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Lot number: 709955, manufacture date: (B)(6) 2010, expiration date: (B)(6) 2013. Lot number: 709956, manufacture date: (B)(6) 2010, expiration date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event, "abdominal pain" was added. Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general),"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (batch no. 709955,709956) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), weight increased ("weight gain") and female sexual dysfunction ("apareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the genital haemorrhage was resolving and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, female sexual dysfunction, hypersensitivity, depression, anxiety and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff had 3 pregnancies on essure in 2012, 2014 and 2016 which are referred to case numbers: (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.005 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Lot number: 709955 manufacture date: feb-2010 expiration date: feb-2013. Lot number: 709956 manufacture date: feb-2010 expiration date: feb-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general),"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 24-year-old female patient who had essure (batch no. 709955,709956) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), weight increased ("weight gain") and female sexual dysfunction ("apareunia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the genital haemorrhage was resolving and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, female sexual dysfunction, hypersensitivity, depression, anxiety and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff had 3 pregnancies on essure in 2012, 2014 and 2016 which are referred to case numbers: (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.005 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received: essure lot number 709956 and events (allergic or hypersensitivity reaction type: allergic reaction, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 24-year-old female patient who had essure (batch no. 709955,709956) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, bipolar disorder, post-traumatic stress disorder, smoker, mood swings, multigravida, parity 4, c-section, vaginitis, ovarian cyst, chlamydial infection, gonorrhea and constipation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 7 months 5 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal discharge, hypersensitivity and abdominal pain had resolved, the genital haemorrhage was resolving and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, female sexual dysfunction, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) (2012) and (B)(4) (2014) left and right side- 3 trailing coil. Patient received treatment for: pelvic pain, abdominal pain, genital bleeding, allergy and virginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Lot number: 709955 manufacture date: feb-2010 expiration date: feb-2013. Lot number: 709956 manufacture date: feb-2010 expiration date: feb-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: fu 9 and 10 processed together. Pfs received- new event post procedural complication was added. Outcome of the hypersensitivity and vaginal discharge were added. On 5-may-2020: fu 9 and 10 processed together. No new clinical information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.